Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00038 on 26-jan-2023. Siemens filed the first supplemental MDR 2432235-2023-00038_s1 on 16-feb-2023. Additional information (22-feb-2023): siemens reviewed the information provided, and the potential cause is due to an on end result message (oerm) medicals (mips) site programming language (mispl) on the alinity translator. The issue occurred on a unique workflow. Results were obtained from one atellica solution chemistry module, then the alinity, and finally, an atellica immunoassay module. When the results came from alinity, the oerm processed the entire request and set all test samples to auto-validate. Siemens performed a follow-up post-service intervention and noted the system was operational. The customer considered improvements to the alinity oerm to only evaluate tests for that specific analyzer and not the entire request. The system is operating as specified and meeting specifications. No further evaluation was required. (Investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00038 on 26-jan-2023. Additional information (27-jan-2023): siemens received further information from the customer and updated section b5 to include the additional information. Siemens is investigating the event.

Event description:
A customer stated that the atellica data manager (adm) application unexpectedly auto-validated a thyroid stimulating hormone (tsh) result. The customer provided additional information and noted that they obtained "no result" for the patient sample. The "no result" was auto-validated but not reported or released to the physician(s). The customer informed siemens that no result was considered discordant. However, the customer experienced a 1-hour delay in the testing and reporting of patient results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to inform that a thyroid stimulating hormone (tsh) result auto-validated unexpectedly with instrument severity 3. Siemens dispatched a customer service engineer (cse) to the customer site. The cse checked the atellica data manager system and noted the instrument generated flags "untd_28", "r9p", and "untd_28" has set patient severity 3. Siemens performed troubleshooting and set rules for the instrument to hold in review status a test with "no result." Siemens is investigating the event.

Event description:
A customer stated that the atellica data manager (adm) application unexpectedly auto-validated a thyroid stimulating hormone (tsh) result. It is unknown if stat sample testing was affected or if discordant result(s) were generated or reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.